Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says "the problem now is that I cant charge, when I go to charge the implant the screen turns off". Pt says they discovered this was happening about 2 days ago, and spoke with manufacturer representative (rep) yesterday about this and was told to call patient services (pss) . Pt says it takes a long time to charge implant and also the rtm is heating up. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. No symptoms or patient complications were reported. Additional information received from the patient. It was reported that the patient received the new recharger but the recharger won't work because the controller won't turn on and they wanted a new controller battery. The patient removed the controller battery and plugged it into the ac power supply and verified the controller turned on. They put the battery back into the controller and the controller was charging with a green flashing light. They then attempted to charge their implant and the patient's implant was charging at excellent with a green flashing light. The troubleshooting steps taken on the call resolved the issue.